Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the battery gauge was fluctuating, resulting in the pump shutting off. The customer's blood glucose (bg) level was displayed as "high"; however a specific value was not provided. Customer administered a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue was verified, but the alleged battery gauge issue could not be verified. Additionally, a different issue was identified.